Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt had the pump replaced as it "went bad after a few years." The hcp indicated the pt experienced no symptoms and no injury. The drug in the pump was fentanyl.